Manufacturer narrative:
Concomitant medical products: product ID 419688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) noted on supra ventricular tachycardia (svt) and atrial tachycardia (at)/atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.